Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
X-ray image reviewed performed (B)(6) 2020: it is noted that the acetabular cup appears positioned with both more abduction and version angles than would be recommended by depuy.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: d6, h6 (patient code joint injury will be retracted as there was no allegation based on the additional information received).

Event description:
Additional information received for medical revords where patient received a primary right tha to treat hip dysplasia coxarthrosis. The patient received a pinnacle cup, biolox delta ceramic liner and head, and a corail stem. The procedure was completed without complications. Patient received a right hip revision of the liner and head to treat joint instability secondary to fracture and loosening of the ceramic liner. Upon entering the joint, the surgeon encountered black stained periarticular tissue which was sent to pathology. The liner had evidence of wear, was loosened from the cup, and fractured in two pieces along the lip. All pieces of the liner were removed. There was no reported product problem with the revised femoral head. The cup and stem were well-fixed and retained. All pieces of the ceramic liner were removed before the patient was implanted with a depuy polyethylene liner and ceramic head. Pathology reports confirmed periarticular metallosis and ceramic particulates consistent with the wear and fracture of the ceramic liner. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address implant fracture inlay with loosening, failure of a prosthesis component within 5 years after the first implantation with the other parts to be correctly seated. The patient had a primary hip tep in 2016. In (B)(6) 2019, there was a gynecological procedure with the first cracking phenomenon in the right hip, and then out-of-round gait with instability and recurrent cracking. On (B)(6) 2020, the patient underwent a right hip endoprosthesis surgery and the inlay was changed. A surgical delay was not reported. Doi: 2016. Dor: (B)(6) 2020, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot : product code 121701048, work order (B)(4) was manufactured on 14-oct-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap parts associated with this lot. There was no non-conformances or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Expiry date: 30-sep-2026 IFU reference: 090200701.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional medical records de (english) ad (B)(6) 2020 was reviewed. The patient was revised (B)(6) 2020 to address loosening and fracture of the insert. The doi was noted to be dec 2016. The patient was noted to have a "cracking phenomenon" in the right hip and the feeling of instability prior to the revision. The fracture of the component would lead to the feeling of instability and could also contribute to the noise that was created. The cup was noted to be well positioned and retained; however, previous review of xray photo noted that the acetabular cup appears positioned with both more abduction and version angles than would be recommended by depuy.